Event description:
It was reported that the patient commenced dialysis treatment, one hour later, the cuff of the catheter was noticed 4cm below the exit site. The treatment was terminated, blood was not returned to the patient.

Manufacturer narrative:
One intact hemo-flow catheter was received for evaluation. Visual examination of the device revealed that the cuff is present on the lumen 5cm from the hub which is in accordance with design specifications. Without the lot number, we are unable to review the manufacturing records for the device involved in the incident. We are unable to determine the cause or factors which contributed to this event. Each patient has a different reaction to an implanted foreign body and tissue in-growth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy.